Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in the reservoir. Customer stated that there were about six small and one large air bubble. Blood glucose level at the time of the incident was 199 mg/dl. The reservoir was not replaced or returned for analysis.